Event description:
After an implantation period of approximately 90 months it was reported that the lead was explanted due to high pacing impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 6 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the lead body was found squeezed and damaged 25 cm proximal to the lead tip. In this region the inner conductor coil was found fractured, which is assumed to be the root cause of the reported high pacing impedance. Based on the characteristics, as well as the location of the damage and available x-ray, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the fixation helix was found bent and stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.